Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the refrigerator door was not opening. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-mar-2007 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-jan-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system smart remote manager (srm) refrigerator door did not open. A field service engineer srm was failed due to a bogus failure. The srm was forcefully failed then recovered. The engineer installed the washers, and pawl came to resolve the issue. The system functioned as intended after the field service engineer repaired the device.